Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer woke up with high blood glucose reading of 339 mg/dl. Customer stated that the insulin pump is not working correctly. She a blood glucose reading of over 400 mg/dl on sunday. Customer stated that she was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 900 mg/dl. Customer stated that she had taken too medication. Nothing further reported.